Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown reamers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, that an adverse event occurred during surgery. It was noticed that the level surge from the tip of the shaft reamer was flooding the head and neck of the patient during the process of using the shaft reamer tfna system. It was also noticed that the shaft was actually coming off the reamer. They removed the reamer and inspected it. They could see the tip of the surge had broken off; unfortunately, they were unable to retrieve the metal-level surge, and they tried to thread them by suction but were unable to do this, and they were left behind in the patient. We did a 125-degree nail that was 11mm long and 235 mm in length. It was done on the right side of the patient using a 95 helical screw in the head of the patient. We are also using a 36 mm distal locking screw of fiber distal. This report is for one (1) unk - reamers. This is report 1 of 1 for complaint (B)(4).